Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that the phone screen reverts back to warm up screen was reported. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.